Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3088 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refn3088) have been reported from the same facility.

Event description:
It was reported that during the introduction of the guidewire by the seldinger technique, the wire "spiraled up" as soon as it entered the cannula, which made further advancement and retraction impossible. After removal with the puncture needle the wire was removed. Was observed that the fixed spiral dissolved and the wire acted like a "spring". It was stated that a thinner guidewire was used (0.81mm). The thinner guidewire didn't stick in the needle and the catheter could be placed. It was reported this occurred with two devices. This report address the second device.